Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that heartmate touch was not receiving data from the system controller. The modular cable was exchanged along with the system controller. The issue resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate touch not receiving data was confirmed to be an issue correlated to the system controller, and was found to be unrelated to the modular cable. The heartmate 3 vad modular cable (lot number: 10422075) was returned for analysis in an unremarkable condition. A review of the downloaded log file contained data spanning approximately 12 days (02may2025 to 12may2025 per the timestamps); additional data captured on 12jun2025 and 13jun2025 was during testing at abbott. There were no notable alarms or events active. The pump maintained speed within the expected range throughout the log file. Provided information stated that the modular cable was exchanged with the system controller with no allegations against the modular cable. The reported event was isolated to the severed orange wire with the system controller white power cable which will be addressed in the system controller investigation. The reported event could not be correlated to an issue with the returned modular cable. Heartmate 3 instructions for use section 2 ¿system operations¿ addresses how properly exchange the system controller and how to properly maintain all components. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿alarms and troubleshooting¿ addresses how to properly interpret all system alarms. Additionally, it outlines actions to take if the alarms cannot be resolved. This section outlines ¿what not to do: driveline and cables¿ and states ¿check the driveline, system controller power cables, power module patient cable, and mobile power unit patient cable for twisting, kinking, or bending which could cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten.¿ heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. This includes care of the dual power leads which should not be bent, twisted or kinked. This section also informs the user to replace any equipment or system component that appears damaged or worn. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The patient handbookcautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the heartmate 3 vad modular cable (lot number: 10422075) and found to have passed all manufacturing and qa specifications before being shipped to the customer. No further information was provided. The manufacturer is closing the file on this event.